Manufacturer narrative:
Information supplied was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family with regard to the reported failure mode.

Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for ureteral stone retrieval in 2007. The zero tip nitinol stone retrieval basket "would not work", it was reported as 'broken.' Specifics to the breakage of the device could not be confirmed. Attempted use of a previous device (please note associated medwatch#: 6000043-2007-00021) had resulted in the same issue. No component of the device detached within the patient anatomy. No form of intervention was required. The procedure was successfully completed with another of the same device. The patient did not sustain any adverse effect or complications as a result of this issue. The patient condition is reported as "fine."